Event description:
Facility representative reports "breaking of the bag into the nitrogen vat: the bag was not administered". The container had been in mechanical freezing in liquid nitrogen for 5 years and contained 65ml of product. The cells were not infused. No adverse events were reported related to the event.